Event description:
It was observed during the device evaluation, the cystonephro videoscope exhibited the control unit and the universal cord were sticky, the objective lens had corrosion and the bending section cover and the cover of the forceps channel port was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include damage of parts due to deterioration, leakage, some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.